Event description:
Customer reported during a taxol infusion, the pump was alarming for air-in-line. The nurse unloaded the set with each alarm and flicked the tubing. After the fourth time, the tubing separated at the bottom of the pumping segment and taxol splashed into the nurse's eye. The nurse washed her skin and flushed her eye in the eye was station. Nurse went to employee health and was directed to take her contacts out and clean them with sterile saline and to do another 15 minutes eye wash. There was no pt or staff harm and medical intervention was not required. The customer stated that no add'l event of pt info is available.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The customer complaint of set separated was confirmed from a picture provided by the customer. Since the product was not returned for failure investigation, the root cause of this failure was not identified.